Manufacturer narrative:
Approximate age of device- 2 years, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient came into the center due to low flow alarms. A CT scan was performed and showed a reduction in the outflow graft diameter underneath the bend relief. The cause of the outflow graft occlusion was determined to be fibrin fluids. The patient was re-admitted to the or and a stent was inserted into the outflow graft. Following the procedure, the flow returned to normal range. The patient was reported as stable. It was reported the patient's symptoms and treated were unavailable due to privacy laws. No additional information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. The center reported that the patient was admitted due to low flow alarms. A CT scan showed a reduction in the outflow graft diameter in the area under the bend relief. The center suspected that fibrin fluids were causing the obstruction. No images or log files from the event were available for review. The patient was taken to the operating room and a stent was inserted into the outflow graft. Following the procedure, flow increased to the patient¿s normal range. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a device-related infection while admitted to the hospital. Cultures taken from the percutaneous lead exit site on (B)(6) 2019 were positive for several bacterial strains. Blood laboratory values showed increased inflammatory values. Intravenous antibiotic therapy was started and the patient had regular dressing changes. No further information was provided.

Manufacturer narrative:
Description of event or problem: additional information. Manufacturer's updated investigation conclusions: a specific cause for the reported infection could not conclusively be determined. Furthermore, the report of low flow alarms and a reduction in the outflow graft could not be confirmed through this evaluation. The center reported that the patient was admitted due to low flow alarms. A CT scan showed a reduction in the outflow graft diameter in the area under the bend relief. The center suspected that fibrin fluids were causing the obstruction. No images or log files from the event were available for review. The patient was taken to the or and a stent was inserted into the outflow graft. Following the procedure, flow increased to the patient¿s normal range. According to the account, while the patient was admitted, there was seeding at the driveline exit site. Cultures from the device taken on (B)(6) 2019 were positive for several bacterial strains. Blood laboratory values showed increased inflammatory values. Intravenous (IV) antibiotic therapy was started with regular dressing changes. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the hm3 lvas. This IFU, as well as the heartmate 3 lvas patient handbook, provide information regarding how to prevent infection. Additionally, this IFU explains how to prepare and install the outflow graft. This document describes the pump flow display and all hazard alarms, and states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. It is also explained that changes in patient conditions can result in low flow. Finally, the IFU and patient handbook both contain sections dedicated to "alarms and troubleshooting," which describe the actions to take in the event of a low flow alarm. No further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined. Furthermore, the reported low flow alarms could not be confirmed as no log files were provided for review; however, the account communicated that the low flow alarms resolved after a stent was inserted into the outflow graft. The center reported that the patient was admitted due to low flow alarms. A computed tomography (CT) scan showed a reduction in the outflow graft diameter in the area under the bend relief. The center suspected that fibrin fluids were causing the obstruction. No images or log files from the event were available for review. The patient was taken to the operating room (or) and a stent was inserted into the outflow graft. Following the procedure, flow increased to the patient¿s normal range. According to the account, while the patient was admitted, there was seeding at the driveline exit site. Cultures from the device taken on (B)(6) 2019 were positive for several bacterial strains. Blood laboratory values showed increased inflammatory values. Intravenous (IV) antibiotic therapy was started with regular dressing changes. The account later communicated that during a meeting of the german society of heart, lung and thoracic surgery (dgthg) a presentation with the title: ¿diagnosis and treatment strategies of outflow graft obstruction in the fully magnetically levitated continuous flow left ventricular assist device (lvad)¿ was taken. Within the presentation, this event was identified as one of the 12 cases where outflow graft obstruction was presented. The root cause of the obstruction was named ¿jelly formation¿ which appeared under the bend relief of the outflow graft and compressed the outflow graft. The patient remains ongoing on ventricular assist device (vad), support and no further issues have been reported. The heartmate 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Additionally, the IFU and patient handbook both provide information regarding how to prevent infection. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 29apr2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The adverse events section of heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) list driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the patient care and management section provides information regarding postoperative patient care, including how to prevent and control infection. The surgical procedures section of this IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the aorta section instructs the user to stretch the graft completely, measure, and cut the sealed outflow graft to the appropriate length. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Left ventricular assist device (lvad) flow obstruction is listed as a potential risk/adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The introduction section details pump speed, power, flow, and pulsatility index (pi). The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm) and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The heartmate 3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.